Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, the circulator opened a hst iii system (4.3mm) before the contents were opened into the sterile field, it was noticed that a strand of hair was located inside the sterile packaging. They set the product aside and opened a new hsk-3043. No known procedural delay. No known patient harm/effects.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 06/19/2025. An investigation was conducted on 06/25/2025. Signs of clinical use and no evidence of blood was observed. The product was returned inside an opened product package in the opened plastic protective carrier. There were no visual defects observed on the product in the plastic protective carrier. There was no hair observed in the plastic protective carrier or the device itself. Based on the returned condition of the device as well as the evaluation results, the reported failure "contamination; hair)" was not confirmed. The lot # 3000474241 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure, the circulator opened a hst iii system (4.3mm) before the contents were opened into the sterile field, it was noticed that a strand of hair was located inside the sterile packaging. They set the product aside and opened a new hsk-3043. No known procedural delay. No known patient harm/effects.